Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd a-line¿ had a missing cap. The following was reported, "no cap included in the package."

Event description:
It was reported that a bd a-line¿ had a missing cap. The following was reported, "no cap included in the package."

Manufacturer narrative:
Investigation summary: bd received a sample and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for the cap missing with the incident lot was observed. Additionally, evaluation of the customer sample was performed and the missing cap was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for the missing cap with the incident lot was observed. Additionally, evaluation of the customer sample was conducted and the missing cap was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.